Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s high blood glucose level was 589 mg/dl, 502 and 189 mg/dl and low blood glucose was 42 mg/dl. The customer was treated with the food for low blood glucose. The customer experienced the symptoms of high blood glucose such as headache. The troubleshooting was done for low and high blood glucose. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.